Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-22- client is testing with expired test strips

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from meter memory of lo. Customer stated she had not used the meter for about a month. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 07/29/2017 and open vial date was undisclosed; at the time of the call, customer's test strips are expired. Customer's test strips are not part of recall. The meter memory was reviewed for previous test result history (customer was unable to see the date): 102mg/dl n/a 01:00 am fasting: yes, lo n/a 12:08 pm fasting: yes, 110mg/dl (B)(6) 2017 10:07 am fasting :yes, 157mg/dl n/a 10:06 am fasting: yes, 91mg/dl n/a 09:15 am fasting: yes. Memory concerns: customer is concern with the lo results. Customer calling states that the meter is giving lo. Customer states she have not use the meter for about a month now. Customer states that her normal range is 100-130mg fasting. Check the meter memory and customer is unable to see the date correctly.